Event description:
This lead showed noise on home monitoring. While attempting to remove the lead it was noted on fluoroscopy that there was a visible kink in the lead, and the physician believes this is likely the source of the noise. The pt stated that they had been hit near the device at work about the same time the noise started. The physician was unable to explant this lead, so it was capped and replaced. Should add'l info become available, this complaint will be updated.